Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that removal difficulties were encountered. A 3.25 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the device got stuck with a non-boston scientific guidewire and when tried to pull up the device, resistance was encountered and only the balloon was removed. The guidewire was then removed from the catheter outside the body. No patient complications nor injuries were reported.